Manufacturer narrative:
The insulin pump had cracked and bleeding display glass and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump had been dropped and the lcd screen was cracked. Caller reported that the upper three lines of the main menu were no longer legible. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.